Manufacturer narrative:
G4: 11apr2020. B4: 15apr2020. Touchscreen assembly was received for evaluation. There no signs of damage or contamination during visual inspection. After testing, no failures were identified on the returned part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. It is unknown whether or not the device was in clinical use during the time of the event but no patient harm was reported.

Event description:
The customer reported touch screen failure. It is unknown whether or not the device was in clinical use during the time of the event but no patient harm was reported.

Manufacturer narrative:
MFR received date: 02 oct 2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen to address the issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.